Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2025. According to the patient¿s parent, on (B)(6) 2025, the pediatric patient experienced a skin reaction with itching, burning, rash, redness, inflammation, dry skin, drainage, pustules and infection under entire patch area. The skin was prepped with a skin barrier (cavilon) prior to insertion. The reaction was treated with a prescription of an oral medication (flucloxacillin). No photo was provided. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional event or patient information is available.